Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out-of-range pacing impedance measurements. Noise was also observed on the rate/sense portion of the lead. An invasive procedure was performed. The rate/sense portion of the lead was capped and replaced. The shock portion of the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.